Event description:
A healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, iol was white and cloudy after the iol was inserted. There was no problem with vision. There are two medical device reports associated with this report. This file is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was provided in h.6. On initial MDR the FDA eval code 3331 was an error, now corrected to 4119. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The reported complaint cannot be confirmed based on the available information. The origin of the reported complaint cannot be confirmed. No product and no serial number (sn) were returned. The reporter stated "there were two cases in which the white opacity, which usually disappears the day after surgery, remained after that. Complaints have been received reporting a potential presence of 'polychromatic sheen'. No harm to patients reported. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.